Event description:
It was reported that the pt was showing signs of withdrawal. Per the reporter, "catheter patched before -now entire system changed". There was a possible rotor stall. The pt recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.